Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices are pending evaluation. Evaluation results findings (components/results) 2 devices: insufficient information / results pending completion of investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between january 1- march 31, 2026. This report summarizes 2 malfunction events(s), where it was reported the devices experienced cot tip or drop (during load/unload) and difficult to load/unload the cot in the ambulance. No adverse consequence or clinically relevant delay in treatment was reported.